Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the stimulation was uncomfortable for them; they had to turn it off for a while to take a break. It was reviewed that they could decrease the stimulation to a comfortable level if it is too high. On (B)(6) 2018 it was reported that the patient was so uncomfortable the night before on their left side. They felt like they had to urinate but they did not expel anything. It was noted that the patient had been switched to the left side, but after talking with their husband, there was confusion about what side they were on; it was stated that they had been switched back to the right side. It was stated that they were in no pain on the left side. Troubleshooting included decreasing their stimulation to a comfortable level, and it was recommended that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.